Event description:
It was reported that the health care professional (hcp) requested a review stored of episodes for the patient with this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) noted three stored pacemaker mediated tachycardia (pmt) episodes that were appropriately ended with algorithm. Additionally, ts noted inappropriate atrial tachy response (atr) mode switches due to farfield oversensing of ventricular signals in the atrial channel. Technical services (ts) discussed right atrial (ra) settings may be considered for optimization. This crtd remains in service. No adverse patient effects were reported.